Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level was 467 mg/dl. Customer current blood glucose level was unknown .customer was treated with syringe injections. Troubleshooting was performed for under delivery. The device will not be return for the analysis.